Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. Information was received from the consumer on (B)(6) 2016 reporting that since (B)(6) 2016 the patient turned stimulation up and it had not been the same since. The patient had adaptive stimulation (as) settings active. Stimulation was not working right when they go from sitting/upright to lying down. There was stimulation in an undesired location. There were no falls or traumas related to this issue. The patient confirmed that stimulation was on using the patient programmer. The patient turned as stimulation off during the call. The patient changed the group to b and reported that they were feeling stimulation in the right area. The patient was going to talk to their health care professional (hcp) regarding the stimulation in group a. It was reported that the change in therapy/symptoms was sudden in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they met with a manufacturing representative, who re-programmed their adaptive stimulation measurements when moving in various positions. The patient¿s issues were resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the tried using group c for a while, but it would not change with postural changes. This happened even when group a was on the home page of the profile. The patient then moved their device off of profile a, but none of their readings were remembered. The patient altered stimulation to where they felt would work, and then froze in the position for 3 minutes for a baseline reading. The patient does not known what is wrong with their device. They noted they are continually losing settings, and have poor connection when charging, which makes them have to charge for hours even when their implant is off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.